Event description:
The patient contacted lifescan in 2007 and alleged that her one touch ultra meter (serial number not provided) was displaying a message. The medical affairs specialist was unable to reach the patient via phone after several attempts. A letter was sent to the address provided. It was documented that based on the patient's description of the issue/message, the battery symbol was appearing on the meter's display. The patient had reported that the alleged issue first occurred the same day at 8:00 am. She also mentioned that she experienced weakness and trembling after the reported issue began. As a result of the reported issue, she treated herself with food/beverage. The patient did not receive any medical attention. At the time of troubleshooting, it was verified that this was not a new product. The patient was walked through resolving the issue. It would have been helpful to know if the patient had seen the battery symbol on the display, if the battery was changed per the owner's manual, and when it was last replaced. This complaint is being reported because the patient alleged that she experienced symptoms of being weak and trembling, which can be associated with hypoglycemia after the reported issue began. She treated herself with food/beverage. The alleged issue was resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.